Event description:
Md attempted to withdraw cordis diagnostic catheter from pt's rt femoral artery. Catheter broke in two & came out of pt. Distal half remained in pt's femoral artery & descending aorta. Remaining catheter later removed. Pt underwent surgery for femoral artery repair.